Event description:
During surgery, surgeon has problem with prosthesis and he should be waiting for another one, during this time patient stayed asleep 45 minutes more than normally.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.